Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform failure analysis. The usm was tested on an in-house system in normal mode, and it failed with error 1177. The usm was also tested on an in-house functional test platform and failed. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system had a repeated error 23094. Before calling to technical support, the customer recovered the error several times without success. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and confirmed error 23094 pointing to an sensor problem on axis 3 of universal surgical manipulator (usm) 4. The tse suggested to perform a restart with the system with emergency power off (epo) but the surgeon preferred to continue with 3 arms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.